Event description:
The facility had sent an infusion pump in for service where a baxter service technician discovered the pump to under deliver on channel c during accuracy testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.